Event description:
The original complaint received stated that the cypher stent could not go through a calcified lesion in the left circumflex (lcx) with 95% stenosis. The device was returned for investigation and upon initial inspection of the device it was noted that the shaft was broken at 27 cm from strain relief. The pt is a male. The product was properly inspected and prepped prior to use and no anomalies were found. There was no difficulty accessing the lesion with a guide wire. When attempting to cross the lesion with the stent delivery system (sds), it was noted that the device kinked and would not cross. The physician used greater than normal force to cross the lesion with the device. It was noted that no portion of the device remained in the pt. The device was removed from the pt and another device was used to treat the lesion. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.